Event description:
It was reported by the patient's wife that the pod was removed after approximately one day of wear due to elevated blood glucose levels that were not improving while using the device. The patient was subsequently evaluated in the hospital, where healthcare providers removed the pod and administered insulin directly into the abdomen and with intravenous insulin. Following insulin administration, a new pod was applied. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: free style libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.